Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device screen is drifting and touchscreen is unusable. There was no reported patient involvement at the time of the event.